Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: ail error on 8100 unit. Technical support - 1.tech get ail error on (4) 8100 units. While running pm test. 2. Steps for tech to follow change the ail setting, clean the ail transmitter, check the connector, check ail sensor every thing is set correctly 3.replace the ail sensor on units. Or return unit for services repair.. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - steps for tech to follow change the ail setting, clean the ail transmitter, check the connector, check ail sensor every thing is set correctly ,replace the ail sensor on units. Or return unit for services repair. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned

Event description:
It was reported that the device's had an ail error. No patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device's had an ail error. No patient involvement.